Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer's father reported via phone call indicating that the customer was hospitalized on (B)(6) 2015 at 1 pm at with a high blood glucose level of over 600 mg/dl. The customer was treated for their blood glucose with manual injections. The customer does not what caused the unexplained high blood glucose. The customer was assisted with troubleshooting and their insulin pump passed the high pressure test.